Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Event description:
The customer called and reported she was hospitalized with diabetic ketoacidosis on (B)(6) 2014. Her blood glucose was either 648 or 684 mg/dl. The customer further reported she experienced low blood glucose since (B)(6) 2015, which went down to 36 mg/dl. The customer stated that one side of the drive support cap on the insulin pump was higher than the other. The reservoir was showing the same amount of insulin as was on the status screen. Customer stated the insulin pump was probably exposed to magnetic resonance imaging. Customer was advised to speak with healthcare provider regarding low blood glucose and stated she would monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.